Event description:
Home pt (hp) contacted baxter's technical svc center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during initial drain of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated initial drain without having the transfer set connected to the pt line of the homechoice set. Shortly after, hp rec'd the system error message, in response to this, hp connected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.